Event description:
A report was rec'd that the source failed to return to the fully shielded position at the end of a pt treatment. The pt was removed from the room and the source was manually returned to the safe position.